Manufacturer narrative:
Further information was requested but not provided yet.

Event description:
It was reported that patient's implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes due to noise. Re-programming was performed but noise was still present. No additional intervention was performed. There were no patient consequences.